Manufacturer narrative:
Review of device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one (1) of six (6) for the same event. Report 2 of 6 is reported on MFR #0001032347-2016-00181; report 3 of 6 is reported on MFR #0001032347-2016-00182; report 4 of 6 is reported on MFR #0001032347-2016-00183; report 5 of 6 is reported on MFR # 0001032347-2016-00186; and report 6 of 6 is reported on MFR # 0001032347-2016-00187.

Event description:
It was reported that screws broke during surgery. Additionally, the distributor reported a plate was slightly "afloat" on the patient's bone. Events resulted in a one-hour surgical delay.

Manufacturer narrative:
The product was returned for evaluation. According to the evaluation. The complaint was confirmed. The screw was determined to be broken during surgery. The most-likely, underlying cause was determined to be excessive force during insertion. There are no indications of a manufacturing defect. This is report 1 of 3 for the same event. Reports 2 and 3 are reported on MFR #0001032347-2016-00181-2 and 0001032347-2016-00182-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.this is report 1 of 3 for the same event. Reports 2 & 3 are reported on MFR #0001032347-2016-00181-1 & 0001032347-2016-00182-1.